Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and non-auditory sensations. The recipient presented with swelling. On (B)(6) 2020, the recipient's surgeon removed fluid at the implant which was causing the swelling. The swelling resolved. The recipient continues to use the device.